Event description:
Boston scientific received information that a latitude red alert was received due to low r-wave measurements and shock impedance measurements greater than 125 ohms. Additionally, pacing impedances had decreased from 500 to 350 ohms and oversensing was noted which resulted in inappropriate anti-tachycardia pacing (atp) therapy. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted lead damage that is consistent with having occurred as a result of the explant procedure. The lead was confirmed to be electrically continuous. Final analysis was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information was received stating that this lead had dislodged.

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.